Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At 1:30am the patient had a blood glucose result of 16 mmol/l and ketones of 4.7%. The patient experienced elevated blood glucose symptoms and was vomiting. The patient attempted to self-treat high glucose levels with the infusion device, however the patient's blood glucose level rose to 25 mmol/l and 30 mmol/l at an unknown time. The patient was transported to the hospital and diagnosed with ketoacidosis. The blood glucose results obtained at the hospital were not provided. At the hospital the patient was disconnected from the infusion device and treated with insulin injections. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.